Manufacturer narrative:
The device was not returned to mmdg for evaluation so no investigation could be completed. A DHR review was performed and no non-conformances were found. Based on the complaint information received, the pump appears to have under infused at a rate that mmdg considers reportable. This report will be updated if any additional information is received.

Event description:
The initial reporter stated in a medwatch report that the pump did not deliver the correct amount. Mmdg followed up with the initial reporter who stated that there was 70 ml of medication left in the bag "but the pump said 10.1". They did advise that the patient did not experience any adverse events due to the alleged event, and that they would not be returning the pump to moog for investigation. (B)(4).